Manufacturer narrative:
As reported, galaflex did not completely incorporate three months post-implant of the mesh. Based on the information provided, no conclusions can be made. The instructions for use supplied with the device states that "bioresorption of the scaffold material will be essentially complete within 18-24 months." Review of manufacturing records confirms product was manufactured to specification. Note, the date of event is considered to be a best estimate as on (B)(6) 2023 based on the information available.

Event description:
As reported, patient who had a history of heavy smoking was diagnosed with large hematoma on right side of the breast and underwent right side unilateral breast repair surgery (implant removal, capsulectomy, and implant replacement) with the implant of galaflex on (B)(6) 2022. It was reported that over 3 months later, patient could feel the galaflex mesh and it did not completely incorporate.